Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. There was no reported impact to blood glucose (bg) for the past events. However, bg was in the 600's for the most recent event with diabetic ketoacidosis. A healthcare provider identified the ketone level as dangerous/life threatening. Bg was addressed with a bolus via the pump. Reportedly, the customer had manual injections as alternate insulin therapy.